Event description:
It was reported that the customer was pushing the cardiac chair button and the bed was going into trend and the foot section was going down. Bed kept moving in different directions (specifics not known).